Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the driveline sheath was damaged. The driveline sheath was repaired. The pump remains implanted and in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. Additional information received pump serial number corrected from (B)(4) to (B)(4). Driveline cable hw3266 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release.  Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis.  On-site inspection of the driveline cable by the clinical specialist revealed damage to the outer sheath, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported.  There is no evidence to suggest that a device malfunction caused or contributed to the related event. Based on the available information, the most likely root cause of the driveline sheath damage may be attributed to factors such as improper handling, normal wear over time. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.